Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The returned sample arrived having the swab detached from the stick; however, residual swab material was visible on the stick suggesting that the swab was previously adhered to the stick. No visible damage of the swab was found. The root cause of this event could not be determined; however, information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the sponge comes off of the suction swabs during use. The sponges are also disconnected in unopened packages."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).